Manufacturer narrative:
Per additional information received the reported event was determined to be not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device had low flow and the device stopped. Per follow up via ibc on (B)(6) 2021, the patient completed therapy on same arctic sun device and it seems that it was a human error due to a bad connection of the gel pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had low flow and the device stopped.